Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter aneurysm is confirmed; however, the exact cause is unknown. One video of a groshong nxt catheter was returned for evaluation. An initial visual observation of the video showed the catheter was inserted into a patient¿s arm. In the video, an attempt was made to infuse the catheter with a clear fluid; however, the catheter appeared to be occluded and the extension leg of the catheter was observed to balloon when the catheter was pressurized. While the catheter tubing was observed to balloon when pressurized, there were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. Therefore, the cause is unknown at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported saline syringe flushing tubing reveals bulging sidewall of the decompression fitting tubing. Use after replacing the pressure reducing fitting. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported saline syringe flushing tubing reveals bulging sidewall of the decompression fitting tubing. Use after replacing the pressure reducing fitting. No other information was provided.